Event description:
A male patient using renu with moistureloc multi-purpose solution presented to a physician and was diagnosed with corneal ulcer in the right eye following complaints of eye pain, light sensitivity and tearing. The ulcer was located in the central 4 mm of the cornea and it was infetious. Cultures were done and all were found negatie for fungal growth. The patient was prescribed zymar, vigamox, pred-forte for 37 days. Subsequently, the patient's condition resolved. No permanent decrease in visual acuity noted. The physician was not attributing this event to a specific product.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this specific complaint since no product was returned and no lot number was provided. Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasng the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.